Event description:
The customer reported that erroneous alpha-fetoprotein (afp) results were generated on the access 2 immunoassay system for an approximately seven patients across three days. Beckman coulter inc. Assessment of customer supplied data indicated the generation of imprecise afp results across two days. A third day was implicated by the customer as having generated a erroneous afp result however actual patient results were not provided by the customer for the 3rd day. This report represents the imprecise afp results initially generated on an access 2 immunoassay system for five patients on (B)(6) 2012. Beckman coulter assessment of customer supplied data indicated that the patient samples were tested, and then repeat tested, on the same instrument. In all cases, the initial and repeat afp results collectively did not meet the precision claims of the assay. The discrepant results were reported outside of the laboratory however there was no death, serious injury or modification to patient treatment associated or attributed to this event. Assay quality control results recovered within the customer¿s established limits from (B)(6) 2012. System checks performed by the customer passed within instrument specifications on the (B)(6) 2012. The samples were serum samples which were less than 24 hrs old at the time of testing. The samples were stored refrigerated prior to initial testing and were frozen, thawed, mixed and respun prior to repeat testing. The reagent and calibrator lots associated with this event were 110505 and 110341 respectively.

Manufacturer narrative:
Service was dispatched to the site on 04/12/2012 for this event. The field service engineer (fse) verified instrument hardware without having to perform any hardware repairs. MDR associated with this event: 2122870-2012-01252, 2122870-2012-01253, 2122870-2012-01254.